Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7082025.

Event description:
It was reported that the patient was experiencing inadequate stimulation as well as stimulation in a non-target area. The patient underwent a revision procedure wherein one of the leads was replaced and repositioned. No device malfunction was suspected. The explanted lead will not be returned.